Event description:
I use abbott freestyle libre sensors to monitor my blood sugar. Recently two of the sensors have fallen off. It appears that the adhesive being used is not working as well as it used to. I've used 17 sensors and with the exception of two of them. The adhesive has been so good that it was hard to remove the sensors, but these last two fell off with minimal contact leaving me unable to monitor my blood sugar levels. I also had an issue with another sensor where it never activated correctly even after waiting the required 12 hours.